Event description:
Patient reported obtaining a blood glucose result of 150 mg/dl, immediately before going to sleep. Patient indicated that, 3 - 4 hours earlier, he had taken his "normal amount of insulin." Patient stated that, 2 hours after going to sleep, a relative tried to wake him and found that patient was unresponsive. Patient's relative phoned emergency medical services and upon their arrival, 10 minutes later, patient's blood glucose reportedly measured 31 mg/dl (on paramedics' blood glucose monitor). Reporter stated that emergency medical services attempted to provide an intravenous glucose shot; however, they were unable to locate a vein. Patient was subsequently transported to the hospital, where his blood glucose measured 30 mg/dl (on a hospital blood glucose monitor). Patient was reportedly treated with a glucose shot, after which he regained consciousness. Patient noted that he was also given food, by hospital staff. No additional information about treatment provided or duration of hospitalization was provided. Patient's current condition: "dry mouth and feels like kidneys are acting up." Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.